Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received, the reload jaws could not be closed. The device could not be fired at all. The handle could not be squeezed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic roux-en-y procedure. The reload misfired. A new reload was used to complete the case. No patient injury.